Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the right seat frame assembly is cracked where the fork and stem go together. No injury or property damage was reported.